Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and hospitalization. Customer's blood glucose level was 480 mg/dl. Customer treated their high blood glucose via insulin pump. Customer advised they had two infusion sets that kinked when they inserted them. Customer believed they did not receive the entire bolus due to elevated blood glucose levels. Customer experienced diabetic ketoacidosis, nausea, vomiting, chest pain, dizziness, difficulty breathing and they were hospitalized. Customer advised they were wearing the insulin pump at the time of the hospitalization. Customer advised they saw a crack on the window which went around the battery compartment and on the edge of the battery. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.